Event description:
Fracture of the ceramic insert.

Manufacturer narrative:
The device associated with this report was not returned. Product code 159964054, work order (B)(4) was manufactured on (B)(4) 2004. (B)(4) parts were manufactured per specification and all raw materials met specification. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined through depuy corks investigation. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.